Event description:
Event: duodenum perforation. On (B)(6) 2020, the patient underwent an ivc filter implantation procedure. The patient had regularly gotten checked up other underlying diseases and underwent a CT scan. It showed perforation by the filter. The patient underwent endoscopy to check more details on (B)(6) 2021. It was observed the filter device perforated the duodenum. Patient's condition after the operation: stable. Patient's anatomy after the implantation: there is no tortuosity in the implantation lesion.